Manufacturer narrative:
The reported event was perforation. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix partially extended and clogged with blood. X-ray examination found no anomalies on the lead. The measured full helix extension length was within the product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the results were within the product specification.

Event description:
It was reported that the lead had gone through the septum and was in the left ventricle cavity via a review of the echocardiogram. There were no complications since implant. The lead was explanted successfully without complications, and a new right ventricular lead was implanted. The patient was stable.